Manufacturer narrative:
(B)(4).

Event description:
The complaint states that unable to change alert settings on the mobile app was reported. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was evaluated and the allegation was confirmed. The patient's alerts were not being saved. The probable cause could not be determined. No injury or medical intervention was reported.